Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment. The vent engine was replaced, and the unit was returned to service.

Event description:
A ge healthcare service representative reported that during planned maintenance it was discovered that when positive end expiratory pressure was set, the unit would build pressure.